Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit was received with battery cap and found no anomalies on the battery cap. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08720 inches. Unit failed to pass the sleep current measurement due to high sleep current. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 2.20 units of normal bolus was delivered on 03/04/2023 between (10:53) and (11:10). Confirmed pump alarmed insulin flow blocked alarm on 03/04/2023: 15:55 basal, 16:05 basal, 16:16 basal, 16:26 basal, 16:40 basal, 16:56 basal, 17:12 basal, 17:20 basal, 17:28 basal, 17:36 basal, 17:40 basal, 17:44 basal in pump downloaded history. Unit was cut open to perform visual inspection and found evidence of moisture damage on pcba 2. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. The p-cap/reservoir does lock properly. Swapped pcba 1 with test pcba 1 and it functioned properly. No under delivery anomalies noted during testing. No delivery is not confirmed. Unexpected battery power loss is confirmed and isolated to pcba 1. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The current blood glucose value was 245 mg/dl. The customer reported no symptoms related to the high blood glucose event. The customer was treated with a manual injection/insulin pen. The customer reported an insulin flow block alarm during bolus and basal delivery. The customer alleged the insulin pump was under-delivering. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event. The auto-mode/smart-guard feature was active at the time of the high blood glucose event. No further patient complications were reported. It was unknown whether the customer continued using the device or not; however, the device will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.